Manufacturer narrative:
The user's healthcare provider was aware of the event and prescribed treatment of antibiotic cream (mupirocin 2% ointment) and oral antibiotic (cephalexin 500 mg). The symptoms did not result in sensor removal. The user was advised to continue follow-up with their healthcare provider as needed. Per review of the data management system, the user continued to use the system with up-to-date information. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.

Event description:
On march 13, 2026, senseonics was made aware of an incident in which the user reported an infection at the sensor insertion site. The user described symptoms including redness, swelling, and discharge, which first appeared on (B)(6) 2026. The infection was confirmed by the user's healthcare provider.